Event description:
It was reported that lead noise was observed via a merlin.net transmission. The oversensed noise resulted in the patient receiving inappropriate high voltage therapy. Subsequently, the lead was cut, capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.